Event description:
Per report to risk: pt fell at home prior to clinic appointment. On arrival to appointment, pt informed mcs coordinator that his heartwave hvad lvad battery connection was broken. He did not know when this happened, he felt it possibly happened when he fell. The lvad controller was damaged and unsafe for use, therefore, the controller was immediately changed without difficulty.